Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, the implantable cardiac monitor observed marker channels which indicated ventricular sensed events. However, a sensing anomaly was suspected since the events should not have been sensed. No intervention was reported. The patient will continue to be monitored.